Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to chronic pain. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).